Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - UK. Review of the most recent repair record determined the hinge gasket was missing, the unit was out of calibration, the motor speed was unstable, 2 screws were worn and the needle bearing was corroded; however, the repair has not been completed because the repair site is waiting on material for repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during unknown timing the unit needed repairing. Due diligence is complete and there is no additional information available. There is no harm or delay reported. Upon investigation, the motor speed was unstable.